Event description:
The patient contacted animas on (B)(6) 2012 to report a leaking cartridge. The patient reported an elevated blood glucose (bg) of 370 mg/dl on the morning of (B)(6) 2012. The patient denied having symptoms associated with hyperglycemia. In response to the elevated bg she went to change her cartridge and set and that is when she discovered that the cartridge was half empty. At the time of troubleshooting, the patient reported she discarded cartridge and was no longer available for review. The patient denied any insulin smell from the pump's cartridge compartment; however, mentioned she did not look within pump's compartment or smell it at the time she discovered half empty cartridge. The patient's reported bg reading does not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012-device evaluation: a retain cartridge sample from lot # b201775 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.